Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the rear wheel tire rolled off the rim.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint of the tire rolling off the wheel was not able to be duplicated. Instead, the tire was flat.

Event description:
The provider states the rear wheel tire rolled off the rim.